Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that an alarm failed to occur at the central station for the patient in bed (B)(4). Per communications with the field service engineer, non-clinical staff was notified by family before serious effects requiring emergent care happened, thus this is not considered a patient incident.